Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The patient reported that their implant was to the left of their hip but was now sitting on top of their spine and kind of hurt. The patient stated that there was a big hard lump sitting on their spine and that for a few days they had thought that they had sprained their back. It was indicated that it was unknown if the change in therapy/symptoms was sudden or gradual. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.